Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1799 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient after a stroke and a cardia surgery, received on (B)(6) 2019 the PICC-line. As a result of sepsis suspicion with klebsiella pneumoniae, the PICC-line is removed on (B)(6). Normally it was supposed to measure 45.5 cm as reported by the initial surgery statement but in the end it is only 39 cm. A scanner showed a persistent intra-thoracic foreign body (see file (B)(4)). On (B)(6) antibiotherapy starts (meropenem). On (B)(6) new try to remove the end of the PICC-line which is in the end not removable. This report addresses the sepsis suspicion.